Manufacturer narrative:
(B)(4). The customer reported that the patient passed away. The device was returned to baxter healthcare for evaluation. The event history log review revealed no alarm or iipv event that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Visual inspection and function testing were performed without any issues found. The power on self-test was successfully performed. As a result, the cause of the reported problem could not be determined. The service history review was not performed because there were no previous service events in the past year. The device history review was not performed because there were previous service events since the manufacture of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.